Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 33.3 mmol/l at 6:00 pm, took a corrective dose of 6.5 units of insulin and then walked for about 10 minutes. He started to prepare dinner, and approximately 3-4 hours later he found the paramedics looking over him because he had collapsed. The paramedics gave him 2 doses of glucagon. Information was not provided regarding a blood reading from the paramedics. Ultimately, the customer felt fine with a blood glucose of 20.9 mmol/l. The strips were not expected to be returned for evaluation. A new meter was sent to the customer. Strip information was not provided.